Event description:
Caller states that he ran back to back tests on the same device with the following results: 33mg/dl, 189mg/dl, and 119mg/dl. No adverse event reported. No treatment received. No valid qcs were used. Requested return of suspect device and replacement was sent.